Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During the tj biopsy procedure, the sheath was introduced in the hepatic vein with the black catheter in situ. Attempt was made to remove black catheter with the wire in place. The hub then unintentionally detached. The sheath was not torqued during removal. Attempt to remove the catheter over wire was not successful. At this point, the distal part of the catheter sheared off and was within the patient. Without the catheter hub to hold on to allow removal over the wire, the wire and catheter were clamped with artery forceps and removed as one piece. By removing the reinforced sheath, the catheter fragment also was removed successfully. The patient's rij was re-punctured and procedure started from scratch with a successful biopsy. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures due to this occurrence nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of complaint history, documentation, instructions for use (IFU), quality control and visual inspection of the returned device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: warnings, "extreme care must be exercised during manipulation and withdrawal of catheter to prevent pulling catheter apart." One used product was returned for investigation. The visual examination reported the following: --distal tip was round, smooth and undamaged. --shaft suffered kinking at 37.5 distal of the flare. --beginning 3.6cm proximal of the endhole, shaft material split and separated. A 'twist' was noted at 2.5 prox of endhole and smashed at 1.3cm. --an approximate 3.3cm 'slice' of shaft material was missing on the shaft segment, severe elongation. --"beginning 1mm distal of flare, shaft had been pinched; crimp marks at 5.6cm. --although adequate in size, flare has been flattened, there is no evidence to suggest the product was not made to specifications. Based on the information provided and the results of our investigation, the damage displayed is indicative of the device being subjected to forces beyond its design. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the risk assessment no further action is required.

Event description:
During the tj biopsy procedure, the sheath was introduced in the hepatic vein with the black catheter in situ. Attempt was made to remove black catheter with the wire in place. The hub then unintentionally detached. The sheath was not torqued during removal. Attempt to remove the catheter over wire was not successful. At this point, the distal part of the catheter sheared off and was within the patient. Without the catheter hub to hold on to allow removal over the wire, the wire and catheter were clamped with artery forceps and removed as one piece. By removing the reinforced sheath, the catheter fragment also was removed successfully. The patient's rij was re-punctured and procedure started from scratch with a successful biopsy. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures due to this occurrence nor experience any adverse effects due to this occurrence.